Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
The white tissue pad was fallen off during the procedure. The fallen piece was retrieved by forceps and was disposed. Changed another device to complete the procedure. There was no report on patient injury.